Manufacturer narrative:
Additional, corrected, and/or changed data: date of event.

Event description:
Additionally, the healthcare professional reported that the symptoms resolved about a week and a half after the date of onset.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported to have injected a patient subcutaneously and with fan technique in the mandible area and ck4 (pre auricular) bilateral area with juvéderm® voluma¿ with lidocaine. The patient was pretreated with chlorhexidine. The physician saw the filler went up toward the zygomatic arch during the injection on the right side. During the day, the patient presented linear edema in this area, perpendicular to the 23g cannula path, an ¿edge on face ¿ hardened line¿ on the right side, and pain at palpation. Additionally, the physician reported the event as ¿linear palpable lesion in the right pre auricular region, parallel to the ear line (palpable cord).¿ on the next day, the patient was treated with a pill of nimesulide to accelerate symptoms resolution and avoid permanent damage. The patient continued to take two pills per day for 5 days. The patient was also treated with local massage. 2 days after the beginning of treatment, when the symptoms had improved, the patient had an ultrasound performed. The ultrasound confirmed the presence of the filler in the observed path, with expected slight edema around, without involvement of vessels, nerves or parotid gland. The physician believes that the patient ¿has an area of weakness in the subcutaneous area, where the filler followed¿. Patient takes puran t4, isotretinoin and contraceptive concomitantly. Patient is quiet and improving every day, symptoms are practically normalized now.